Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Lot number is not provided / unknown. Device not returned to manufacturer.

Event description:
Doctor reported that 1537 screw at tooth site #4 loosened and backed out causing crown to become loose, porcelain fractured. Took new fixture level impression, lab stripped porcelain on crown and redid. As a result of this event, no injuries to patient reported.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: the reported device was not returned for evaluation. The reported condition of a loosening screw was not confirmed. Visual inspection could not be performed as device was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the device item number dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.